Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from over 200 (mg/dl) to over 600 (mg/dl) with large ketones. Reportedly, the customer suspected the cause of the elevated bg level to be possibly due to medications. Reportedly, the customer discontinued the medication and used manual injections. Recommendation was made to consult with health care provider regarding diabetes management.